Manufacturer narrative:
Block a1: meshc-20211004-f2f63cc3 block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device.block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: upon review, a report for this patient and boston scientific mesh device implanted june (B)(6) 2018 has been filed under MFR report # 3005099803-2021-00057. Based on the information reported november 10, 2021, two reports were sent, 3005099803-2021-07538 for an advantage and 3005099803-2021-07539 for an obtryx. However, upon review of the information in the record corresponding to previous report 3005099803-2021-00057, it was identified that there was actually only one device, an obtryx implanted into this patient (B)(6) 2018. Therefore, this report (3005099803-2021-07538 on an advantage) was made in error, and can be considered a duplicate of 3005099803-2021-07539 for the obtryx (and previous report 3005099803-2021-00057).

Event description:
It was reported to boston scientific corporation that an advantage sling and an obtryx sling were implanted on (B)(6) 2010. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; other pain: pudendal neuralgia; difficulties with bowel motions; recurrent incontinence; damage. Surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the advantage implant and obtryx implant under general anesthesia for the following purpose: removal of mesh. On (B)(6) 2018 the patient underwent further surgery regarding the advantage implant and obtryx implant under general anesthesia for the following purpose: trial of implant of neurostimulator, sacral neuromodulation. On (B)(6) 2019 the patient underwent further surgery regarding the advantage implant and obtryx implant under general anesthesia for the following purpose: insertion of neurostimulator permanent. Nonsurgical treatments: on (B)(6) 2018 the patient commenced pain medication: lyrica for the treatment of: nerve pain. On (B)(6) 2018 the patient commenced incontinence medication: betmiga for the treatment of: incontinence. On (B)(6) 2018 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pain and incontinence. Treatment duration: 5 months. On (B)(6) 2019 the patient commenced injections (not associated with surgical treatment): botox for the treatment of: incontinence. Treatment duration: 1. On (B)(6), 2018 the patient commenced pain medication: palexia for the treatment of: pain. On (B)(6) 2018 the patient commenced pain medication: norflex for the treatment of: pelvic pain. On (B)(6) 2018 the patient commenced pain medication: duloxetine for the treatment of: pain. On (B)(6) 2018 the patient commenced pain medication: panadol osteo for the treatment of: pain. On (B)(6) 2018 the patient commenced pain medication: ketamine infusion for the treatment of: nerve pain. Treatment duration: every 6 months. On (B)(6) 2018 the patient commenced incontinence medication: oxytrol patch for the treatment of: incontinence. On (B)(6) 2019 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pain, conditioning , incontinence. On (B)(6) 2018 the patient commenced injections (not associated with surgical treatment): pudental nerve block for the treatment of: nerve pain. Treatment duration: x2. On (B)(6) 2018 the patient commenced pain medication: gabapentin for the treatment of: nerve pain. Treatment duration: 2 months. On (B)(6) 2018 the patient commenced injections (not associated with surgical treatment): pulsed radiofrequency for the treatment of: nerve pain. Treatment duration: x1. On (B)(6) 2018 the patient commenced pain medication: panadeine forte for the treatment of: pain. Treatment duration: 1 year. On (B)(6) 2018 the patient commenced pain medication: endone for the treatment of: pain. Treatment duration: 2 weeks. On (B)(6) 2018 the patient commenced pain medication: targin for the treatment of: pain. Treatment duration: 2 months. On (B)(6) 2021 the patient commenced injections (not associated with surgical treatment): sacro illiac joint radiofrequency for the treatment of: pain. Treatment duration: x2. Device 1 of 2.

Event description:
It was reported to boston scientific corporation that an advantage sling and an obtryx sling were implanted on (B)(6) 2010. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; other pain: pudendal neuralgia; difficulties with bowel motions; recurrent incontinence; damage surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the advantage implant and obtryx implant under general anesthesia for the following purpose: removal of mesh. On (B)(6) 2018 the patient underwent further surgery regarding the advantage implant and obtryx implant under general anesthesia for the following purpose: trial of implant of neurostimulator, sacral neuromodulation. On (B)(6) 2019 the patient underwent further surgery regarding the advantage implant and obtryx implant under general anesthesia for the following purpose: insertion of neurostimulator permanent. Nonsurgical treatments: on (B)(6) 2018 the patient commenced pain medication: lyrica for the treatment of: nerve pain. On (B)(6) 2018 the patient commenced incontinence medication: betmiga for the treatment of: incontinence. On (B)(6) 2018 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pain and incontinence. Treatment duration: 5 months. On (B)(6) 2019 the patient commenced injections (not associated with surgical treatment): botox for the treatment of: incontinence. Treatment duration: 1. On (B)(6) 2018 the patient commenced pain medication: palexia for the treatment of: pain. On (B)(6) 2018 the patient commenced pain medication: norflex for the treatment of: pelvic pain. On (B)(6) 2018 the patient commenced pain medication: duloxetine for the treatment of: pain. On (B)(6) 2018 the patient commenced pain medication: panadol osteo for the treatment of: pain. On (B)(6) 2018 the patient commenced pain medication: ketamine infusion for the treatment of: nerve pain. Treatment duration: every 6 months. On (B)(6) 2018 the patient commenced incontinence medication: oxytrol patch for the treatment of: incontinence. On (B)(6) 2019 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pain, conditioning , incontinence. On (B)(6) 2018 the patient commenced injections (not associated with surgical treatment): pudental nerve block for the treatment of: nerve pain. Treatment duration: x2. On (B)(6) 2018 the patient commenced pain medication: gabapentin for the treatment of: nerve pain. Treatment duration: 2 months. On (B)(6) 2018 the patient commenced injections (not associated with surgical treatment): pulsed radiofrequency for the treatment of: nerve pain. Treatment duration: x1. On (B)(6) 2018 the patient commenced pain medication: panadeine forte for the treatment of: pain. Treatment duration: 1 year. On (B)(6) 2018 the patient commenced pain medication: endone for the treatment of: pain. Treatment duration: 2 weeks. On (B)(6) 2018 the patient commenced pain medication: targin for the treatment of: pain. Treatment duration: 2 months. On (B)(6) 2021 the patient commenced injections (not associated with surgical treatment): sacro illiac joint radiofrequency for the treatment of: pain. Treatment duration: x2. Device 1 of 2

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.